Event description:
Boston scientific received information that this device and another manufacture's right ventricular (rv) lead displayed noise that was oversensed and led to pacing inhibition and approximately five seconds of asystole for the patient. The system also displayed low, intrinsic rv amplitudes. The patient was seen for a revision procedure where the rv and left ventricular (lv) leads were flipped in the header. After doing so, noise and oversensing was still present. At that time, an issue with the device header was then suspected. A new device was implanted with out further issue. The device has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.